Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work anymore, was confirmed. It was found that the device shuts the pump off during operation and that there was a short circuit in the motor cable. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. The defective motor cable would have caused the reported complaint by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4) ), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in switzerland that the handpiece device did not work. During in-house engineering evaluation, it was determined that here was a short circuit in the motor cable on the device. There was no procedure nor patient involvement reported. No additional information was provided.